Event description:
A pericardial effusion (pe) was reported. It was reported during a left ventriculostomy procedure, a nrg transseptal needle was selected for use. Due to visceral retroversion, the access was gained from the left femoral vein. While tenting the inferior/posterior part of the fossa ovalis with the rf needle under transesophageal echocardiogram (tee), the needle passed through the septum without energizing. During that time, there was a slight rubbing of the posterior wall. An effusion check was performed and a pericardial effusion of about 2 mm was observed. Vital signs were normal and proceeded smoothly to device release. After releasing the device, protamine was administered and monitored for ten minutes to confirm that there was no increase in pericardial effusion. The procedure was completed without any additional treatment. The device is not expected to be returned for analysis. The needle crossed without radio frequency prior to pressing rf button. Due to situs inversus, the operation was different from usual so that could have been the cause (the fluoroscopic images are inverted from the usual procedure and the torque operation is opposite compared to usual, etc.). The patient status and hospitalization were not disclosed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.